Manufacturer narrative:
Additional information: b5, g3, h3, h6.

Event description:
On 10/07/2024 additional information was provided by a sales representative via email who stated that the procedure being done was a shoulder. Arthrex inflow and outflow tubing was used. The pump was using shoulder default settings. The complaint pump was swapped out and not used to complete the procedure. It was replaced with a smith and nephew pump. An arthrex rep was present during the procedure. No additional delays to the procedure and no harm the patient. The surgeon was able to complete the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. Visual evaluation noted no problems with the returned device. The returned ar-6480 arthroscopy pump was assembled with an ar-6410 lot number: 73988853, and an ar-6430 lot number: 73002759 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump was run for 30 minutes with no issues. The returned pump was noted to respond as intended when the rinse & lavage buttons were pressed to test the outflow. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. Refer to investigation photos.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06677474 that an ar-6480 dualwave pumps suction stops with outflow tubing when inflow/outflow is connected/ the toggle for outflow does not work. This occurred during a case, there was no patient affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.